Manufacturer narrative:
It was reported that after 1 week of stent placement, the patient vomited and the stent was found collapsed. Based on the attached photo, it is confirmed that the stricture was severe and the stent was not expanded fully and pressed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the severe stricture and the not fully expanded stent and the description "normal channel scope could not pass and slim scope barely passed through", it is assumed that the stent was not expanded fully due to the condition of the patient's lesion, procedure environment and other elements complexly. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: inadequate expansion." This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6) 2024: ec1812ar was placed for esophageal stenosis. (B)(6) 2024: the patient has been able to eat since the stent placement but vomited. After that, re-stenosis at the stent was found under endoscopy. Another stent is planned to be placed additionally in the other day. The physician's comment: the device failure was suspected because it was informed that the stent was collapsed the normal channel scope could not pass and slim scope barely passed through right after the stent placement. However, the physician understandings that this is not a kind of product failure but product feature, soft radial force.